Event description:
It was reported a malfunction alarm occurred resulting in a blood glucose (bg) level of 22.2 mmol/l. Customer administered a correction bolus to address the bg and reverted to an alternate method of insulin therapy. Customer's blood glucose level was resolved.